Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and timer were inaccurate, cause was unknown. The customer's blood glucose level was 211 mg/dl. Customer corrected the time and date to resolve the issue.